Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. It was clarified that on (B)(6) 2025, tech support contacted the parent and confirmed they treated the reaction with an (over the counter) otc oral antihistamine medication. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-078121 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025, the patient experienced a skin reaction. Date of event is an approximation. The patient experienced skin irritation at the g7 site which occurred an unspecified number of days after the wearable had been inserted in an unknown location. It was unspecified if the skin irritation was at the needle puncture site or under the senor patch adhesive. The patient was treated with an unspecified antihistamine medication. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.